Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon tried to cut the tissue after sealing, but it was not cut clearly. And also bleeding had occurred when the device's jaw was opened. Changed the device to a new one and it worked well.

Manufacturer narrative:
Evaluation summary: the product was not returned to the post market vigilance laboratory for analysis. Without the product a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the product is returned, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.